Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00211 (collagen corp). This is the first MDR submitted for the first suspect product. A physician reported a pt who was originally skin tested on 5/26/1999 with negative result. In 1999, the pt was first treated with two formulations of product in the glabella and bilateral oral commissures. The pt was out of the united states on travel from 7/14/1999 until 8/19/1999. Two letters were received from the pt during that interim. A 7/3/1999 letter stated: right oral commissure had developed mild edema; the glabella treated sites were "bumpy". A 7/13/1999 letter stated: erythema noted at the glabella-treated sites and at the left oral commissure; both of these areas were "bumpy". In a telephone conversation with the pt on her return in 1999, the pt complained that glabella symptoms were "much worse", with redness at all sites treated along the glabella. The lumpiness was no longer visible but lumps were palpable. The lumps were palpable and accompanied by occasional pruritis. No medical or surgical intervention had been prescribed at that time. In 1999, the pt was examined by the reporting physician and the oral commissures were asymptomatic; the glabella areas were still erythematous. Other reported symptoms had resolved. The pt reported being seen by a consulting dermatologist during the week of 8/23/1999, who injected kenalog into symptomatic areas. The pt reported a 50% improvement of local inflammation with less itching after treatment. The reporting physician issued the pt a prescription for topical lidex cream and advised oral benadryl if needed for itching. The physician diagnosed the symptoms as hypersensitivity.